Event description:
Customer reported that his sensor was not accurate. He stated that the sensor glucose and blood glucose readings were off. The customer's blood glucose was 120 mg/dl at the time of the call. Customer also stated that his sensor glucose reading was 49 and blood glucose was 120. Troubleshooting occurred on the best techniques for calibrating and recommendations to improve adhesion of his sensors. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.